Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified that the monitors have crt burn-in. Replaced the left and right monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the monitor of the 9800 system was very dark. There was no report of pt injury.